Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be received with 12.73 volts direct current (vdc) and 430 siemens (s) for the first battery and 13.17 vdc and 497 s for the second battery, both passing. The batteries were put on the charger and fully charged. Post charging they were tested on the load simulator and observed to shut down after 33 minutes of discharge, specification is fifty-two minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that multiple last measured discharge (lmd) low readings were shown on the data logs. The batteries were replaced. The unit operated to the manufacturer's specifications. Per data log analysis, based on the power manager log, the system went through shutdown on 03jan2020, and it was not used for approximately 19 days until 22jan2020. The system log shows the battery lost about 5/16. On 22jan2020 6:38:24 charger goes on battery overcharge mode 11/16, but fully charged battery should be 16/16. Then system log show multiple lmd low, which indicates the battery is unable to reach 18 amp hours (ah). The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a non-clinical activity, the batteries were unable to be fully charged. There was no patient involvement.